Event description:
According to the reporter, preoperatively, when inserting the adapter into the handle and shell, there was difficulty connecting adapter to clamshell, and the screen showed a yellow exclamation mark above the adapter swimlane. The adapter was changed to resolve the issue. There was no patient involvement. Pli 10- medtronic's initial evaluation of the returned product found the authentication error was a corrupt authentication code.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Insp ection of the returned photo noted: a handle, powered shell, and two unattached reloads were noted. The handle screen displayed an adaptor yellow swim lane. Evaluation of the returned product noted: the adapter log was read and a "device is not authentic" error was indicated. The handle showed a yellow adapter swim lane. It was reported that there was difficulty connecting the adapter to clamshell. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the screen showed a yellow exclamation mark above the adapter swim lane. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.